Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 101 and 260mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.